Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was not returned and therefore no evaluation could be performed.

Event description:
It was reported that during a thyroid procedure the cuff of an emg tube was not holding air. They had tested the tube with air prior to use. The leak was detected after the surgeon made the initial incision. The patient was reintubated with another tube and the procedure was unsuccessfully completed. There was no patient impact.

Manufacturer narrative:
Please note - this device has been identified by catalog and lot # to be included in a recall as of march 12, 2013. Removal report # 1045254-03/12/13-001-r.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.